Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 instrument was fired the first 4 times successfully: on subsequent firings, the clip was left open on the tissue. Several attempts were made to fire a closed clip, none which were successful. Another instrument was used to complete the case. There was no consequence to the pt.